Manufacturer narrative:
The reported issue was confirmed and traced to faulty software; no applicable conclusion code.

Event description:
It was reported that the "device is hanging issue." There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.